Event description:
It was reported that an asymptomatic patient presented in clinic. The pulse generator exhibited intermittent undersensing on the atrial channel. No intervention was performed. The patient was in good condition and would be monitored.